Event description:
The implant failed due to poor bone condition. The implant was explanted after 3 months.

Manufacturer narrative:
We can not fill in this form in detail because doctor have refused to open the pt's chart. He had uneasy feeling about implant failure occurred again since he had proposed the complaint on sla surface of implant previously. According to our investigation, there was no discrepancy on our prod. Data corrected. See scanned pages.